Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 19.6-20.2cm and 20.3-20.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 18.6-19.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.